Manufacturer narrative:
1. The operating manual for the applicator states that the action of the applicator should be checked after cleaning and assembly of the applicator. Evaluation of the instrument showed that the action of the applicator was not smooth and did stick when applying the second band. Had the user checked the instrument after assembly, this would have been found. The user should have then addressed the condition of the instrument prior to its next use. 2. The manual for the falope-ring band addresses the possibility of inadvertant dropping of the band into the abdominal cavity. It states that no untoward effects have been associated with unrecovered devices. Copies of the above mentioned instructions are included in this submission. Pages = 6.